Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Date entered in our best estimate. D4: catalog number, lot number, UDI number, expiration date, h4: manufacture date are unknown, no information has been provided to date. H3 other: device has not been received for investigation to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer experienced a malfunction with a custom made bivona device. Unknown item and lot numbers. It was stated the device had stains on the silicone. The event date is unknown. There was unknown patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.